Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. Concomitant medical devices: guide wire: pv, extreme, sheath: 6f destination. The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no other incidents from this lot. The investigation was unable to determine a conclusive cause for the reported difficulties. There is no indication of a product quality issue with respect to manufacture, design or labeling.

Event description:
It was reported that the procedure was to treat a mildly tortuous, heavily calcified, de novo, right common iliac that was 100% stenosed. Pre-dilatation was performed with a 3.0 x 40 mm non abbott balloon catheter and then with a 5.0 x 40 mm non abbott balloon catheter. An attempt was made to deploy a 8.0 x 39 mm omnilink elite stent, but the distal end of the balloon started to inflate first and as a result the stent implant shifted and moved proximal on the balloon. The stent was deployed partially out of the lesion because it had moved proximally on the balloon. In order to fully cover the lesion, a new 7.0 x 29mm omnilink was advanced and deployed to successfully complete the procedure. There was no clinically significant delay in procedure and no adverse patient effects. No additional information was provided